Event description:
During use of the device for a cardiopulmonary bypass procedure, the cardioplegia pump jammed. The user was able to restart the pump to complete the dose delivery. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.